Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the subject pump had intermittent power. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/18/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/30/2016 with the following findings: one pump reboot event was observed in the pump's black box on (B)(6) 2016. There was no evidence of physical damage found on the battery compartment or battery cap threads. The pump was exercised for 24 hours with no power issues observed. The alleged issue could not be duplicated.